Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip broke during its first use, while reaming femur with synthes ream shaft. Procedure was successfully completed with no delay and no reported patient harm. This is report 1 of 1. (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The shaft and 8.5 millimeter head broke while reaming and the fracture site had to be opened to retrieve the broken bead and shaft tip fragment.

Manufacturer narrative:
Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No product fault could be detected. The lot in question was manufactured in october 2013. The measurable dimensions of the flexible shaft were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogenous which indicates material conformity as well. Based on the complaint description we are not able to determine the exact cause of this occurrence and it is likely that a mechanical overload during use caused these damages of the breakage of two pins. The synream surgical technique states to use the compact air drive ii or the power drive with the attachment for medullary reaming as the driving unit. The trauma recon system (trs) is designed for arthroplasty like total hip and heavy duty trauma surgeries and is actually too strong be used with the synream system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.